Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During an unspecified procedure, the suture broke. The surgeon used another suture to complete the procedure. No pt injury reported.